Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose level was 420 mg/dl. Reportedly, the customer was able to clear the alarms and resume insulin. As the customer did not contact tandem technical support at the time of the events, troubleshooting was unable to be performed.